Event description:
The surgeon inserted an aq2003v silicone three-piece lens but the trailing haptic tore. The lens was cut into pieces to remove and there was no pt injury, no incision enlargement or sutures.